Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak of the cuff with partial crown separation. The type 3b endoleak was mostly likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigations of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
At the completion of the clinical assessment on (B)(6) 2018 of a pervious report event (2031527-2018-00908), clinical was able to find substantial evidence to support the following additional findings of a type 3b endoleak of the cuff (suprarenal stent graft extension ). This report is only for the cuff (suprarenal stent graft extension). Please refer to the previously reported event if needed for additional information.